Event description:
It was reported that during a low anterior resection procedure, the device would not staple. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.